Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove and the reported premature activation were unable to be replicated in a testing environment as they were based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the mildly calcified, mildly tortuous and 970% stenosed anatomy and/or inadvertent mishandling resulting in the noted multiple kinks on the stent sheath preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported mechanical jam and the reported activation failure cannot be determined. Manipulation of the compromised device likely resulted in the noted partial outer member-stent sheath bond area separation and the noted bent hypotube. During removal interaction with the end of the unspecified introducer sheath resulted in the reported difficult to remove and ultimately resulted in the reported premature activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The procedure was to treat a mildly calcified, mildly tortuous left superior femoral artery that is 70% stenosed. The 6x60mm absolute pro self-expanding stent was partially deployed as the thumbwheel would not turn anymore. Therefore, the handle was taken apart in an attempt to fully deploy the stent manually; however, was not successful. During removal the partially deployed stent became caught on the end of the unspecified introducer sheath and deployed in the external iliac artery where it remains. The stent was noted to be a little undersize and was balloon, but already opposed to the vessel wall. A non-abbott stent was then implanted at the proximal sfa. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.